Event description:
It was reported that shaft break occurred. A 38mm x 3.50mm taxus¿ element¿ long drug-eluting stent was deployed to treat the unspecified vessel. Following the withdrawal of the delivery system, it was noticed that the catheter was broken and the distal "extremity" was missing. The distal section was then retrieved with a snare. No patient complications were reported.

Manufacturer narrative:
Date rec'd by MFR - corrected: follow up report #001 corrected from (B)(6) 2014. (B)(4).

Event description:
It was reported that shaft break occurred. A 38mm x 3.50mm taxus element long drug-eluting stent was deployed to treat the unspecified vessel. Following the withdrawal of the delivery system, it was noticed that the catheter was broken and the distal "extremity" was missing. The distal section was then retrieved with a snare. No patient complications were reported. It was further reported that the 100% stenosed target lesion was located in a non-tortuous and moderately calcified left anterior descending artery (lad). A lasso was used to retrieve the broken part of the device. The procedure was completed with another of the same device and the patient's status was well.

Manufacturer narrative:
Device evaluated by MFR.: the stent had been placed in the lesion site and hence was not returned for analysis with the device. The balloon profile was reviewed and the examination found a large amount of solidified crystals contained within the distal balloon cone. It is likely these solidified crystals are a result of the balloon not deflating fully and the distal balloon wings not folding neatly following the attempt to fully deflate the balloon after stent placement. A microscopic examination of the inner wire lumen found that the lumen received stretching and a resultant strain was evident on the wall of the lumen. This extensive damage to the lumen had caused the proximal marker band to move proximally out of position. It is likely that the lumen experienced excessive tensile force on withdrawal causing lumen damage. It is clear from the condition of the device that excessive tensile force was applied to the device causing the shaft to stretch and break. One possibility is that the balloon was not deflated fully, as evident with the build-up of contrast media present inside. The shaft was broken at the port bond; 277mm proximal from the distal edge of the tip. This type of damage is consistent with excessive tensile force being applied to the delivery system. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 38mm x 3.50mm taxus¿ element¿ long drug-eluting stent was deployed to treat the unspecified vessel. Following the withdrawal of the delivery system, it was noticed that the catheter was broken and the distal "extremity" was missing. The distal section was then retrieved with a snare. No patient complications were reported. It was further reported that the 100% stenosed target lesion was located in a non-tortuous and moderately calcified left anterior descending artery (lad). A lasso was used to retrieve the broken part of the device. The procedure was completed with another of the same device and the patient's status was well.

Manufacturer narrative:
Device is a combination product. (B)(4).